Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 800 ar clinical chemistry analyzer and replaced the carbon bridge to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low sodium and erratic carbon dioxide for patient results on their dxc 800 ar clinical chemistry analyzer. The customer did not repeat the patient samples. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.